Event description:
It was reported the evis exera iii xenon light source experienced lamp issue during seet up/inspection. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus; therefore, the subject device was not evaluated, and a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.